Event description:
Customer reported we have had multiple complaints from surgeons that they are having trouble removing the drain post-op as well as problems after the drain is removed. One patient was brought back to the or after removing their drain. Patient had a breast procedure and had the drain placed for 8 days and when the physician was removing the drain 8 days later, they had difficulty doing so and it caused the tissue expander to flip. The patient was taken back to surgery under general anesthesia to have the expander replaced. Patient did fine and was released and no further details provided.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
MDR supplemental report being filed due to the manufacturer name and address in section g1 entered incorrectly. The correct information is now being submitted. No other changes to the report are required.

Manufacturer narrative:
End user customer did not provide the corresponding lot number or return any samples for investigation. Since no samples were returned for investigation, the root cause could not be determined. Device history record (DHR) review was unable to be completed as no lot number was provided. The site will continue to monitor complaints and trends related to the reported failure.